Manufacturer narrative:
Operator set sensitivity too low - device operated as designed. No corrective action taken, beyond communication with user.

Event description:
(Aware (B)(6) 2010). Transport ventilator used on an intubated cva pt in ac + simv modes. Set rate was 14, backup was 10, but ventilator triggered at a rate of 20 to 22. Operator dropped tidal volume to compensate, continued using vent on pt. No adverse effect on pt.